Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, self test and unexpected restart error test. No unexpected no delivery alarms, unexpected restart error alarms or external ram crc error alarms were noted. However, several display history failed on star up alarms were found at the alarm history file. Insulin pump alarmed, due to a corrupted history file. Insulin pump received with all buttons responding properly. No button error alarms were noted. Insulin pump received with cracked case at display window corners and reservoir tube lip and minor scratches on lcd window.